Event description:
The delivery system on my medtronic minimed pump failed and my blood sugar level reached 690. I was unable to bring it down myself and was taken by ambulance to the hospital. I was admitted and released the following day when my numbers reached an acceptable level. I have since found out my pump is part of a recall that I was unaware of. FDA safety report ID# (B)(4).